Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer reported the e-100 was making a really loud noise and was not working. The customer stated the power button of the e-100 was white, but the vessel sealer extend (vse) instrument was plugged into the erbe. The customer stated the vse instrument was working in the erbe and continued with the case. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer had removed e-100 and swapped with e-100 on other system. The isi fse informed the customer that the e-100s are not removable and need to be installed and tested by an engineer before it can be used. The isi fse reinstalled original e-100 on system. No errors when starting up system or e-100. The isi fse test drive with vessel sealer (vs) instrument at it was good. There was no evidence of e-100 related errors in logs and no evidence of e-100 or system being louder than normal. The system was tested and verified as ready for use. Isi did not receive the e-100 involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.